Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the ssd unit of the device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken ssd unit. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error e117 (camera control unit malfunctions.) Was displayed when the user turned on the power of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.